Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right atrial (ra) lead exhibited noise that was being oversensed but did not result in any pacing inhibition. In addition, the noise caused inappropriate tracking and mode switching as well as no capture. Pacing impedance measurements were greater than 2000 ohms and an x-ray confirmed that the lead was fractured. A revision procedure was performed and the lead was explanted and sent to pathology. No additional adverse patient effects were reported.